Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient stated they are confused about what is going on with their device. Patient stated the implant doesn't seem to hold a charge for very long. Patient mentioned their old implant would last for at least a month, but now the implant is dying every week. Patient also mentioned they don't use the device all the time and when they do use it maybe a couple times a week, it is dead. Agent asked if the patient was referring to the controller or the stimulator and the patient stated that they have a controller with a digital screen and it works like their old one but confirmed they're talking about the implant. The patient also mentioned that the the implant was placed where their previous implant was in their belly but since implant, they feel like they are getting a jolt in their belly. Patient reported every now and again, maybe a dozen times since implant, they will be sitting there talking to someone or eating dinner and it feels like someone takes a big pin and jabs them in the belly. Patient mentioned this is their 3rd ins battery and inquired if they could request a manufacturer representative (rep) meet them in the clinic like they've done before. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the battery not holding a charge was determined to be due to the new battery. The patient was not familiar with having to charge it more often. Their last battery lasted longer. The patient mentioned they are charging more often which is an inconvenience. Still feeling an occasional jolt or stinging feeling, but not very often. The patient reported everything was ok now.